Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was compressed, stretched and broken. Functional evaluation could not be performed. It was reported that the catheter did not come out of its sheath (carrier tube) during preparation. Additional information from the complaint indicated that no anomalies were noted to the packaging of the device, the carrier tube was flushed before removing the catheter, and repeat injection of flush was utilized. Per the device dfu, "gently remove the microcatheter from the dispenser coil and inspect the microcatheter prior to use to verify that it is undamaged." The analyzed anomalies are indicative of difficulties removing the catheter from the dispenser hoop. It appears that the catheter was pulled out of the dispenser hoop with excessive force, causing the analyzed anomalies. Therefore, a cause of use error was assigned to the reported 'catheter difficult to remove/withdraw from dispenser coil' and analyzed 'catheter shaft stretched', 'catheter shaft broken/fractured', and 'catheter shaft flat/crushed'.

Event description:
During the analysis of the returned device, it was revealed that the catheter shaft was broken. No patient involvement.